Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with missing dome label sticker, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced low blood glucose episodes. The customer's blood glucose was 49 mg/dl at the time of incident. The customer's blood glucose was 142 mg/dl at the time of call. The customer stated that they treated the low blood glucose with glucose tablets. The customer stated that the drive support cap appeared normal. The customer performed displacement test and the insulin pump passed. The insulin pump will be returned for analysis.